Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted a call service alarm with code 007-30c6. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Date of submission should read (B)(4) 2014.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 007-30c6 call service alarm on the alleged failure date. During testing, the pump powered on properly with audible tones and vibration. The pump was exercised for 24 hours with no duplicated alarms. The pump case was removed and no defects were found.